Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd-ms 3 pump was returned for analysis in used condition. The investigation was not able to duplicate the reported issue. The microprocessor board was replaced as a preventive measure. The lcd was replaced due to missing pixels, and cracked housing was repaired.

Event description:
Information was received indicating that the cadd ms3 pump displayed a blockage issue. The patient had to stop therapy remodulin in order to resolve the issue. The patient had to change the tubing to resume therapy. It's unknown if there were any adverse events due to the interruption of therapy.